Event description:
Additional information received from the patient noted that regarding the circumstances that led to loss of therapy, the patient couldn't raise the number on the meter. Regarding steps taken to resolve the issue, the patient called the doctor who made time for the patient to change the program.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0uptd, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient . (B)(4).

Event description:
It was reported that the patient had experienced a loss or change of therapy. The patient did not feel stimulation. The patient had felt it "real heavy for 2 days and all of a sudden it went away, so she turned it up a notch" and saw the upper limit screen. Symptoms reported were: it "went crazy." Patient services inquired if that meant symptoms returned. The patient stated, yes. This was considered a sudden change in therapy/symptoms. Event date: (B)(6) 2015. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.